Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition with no physical damage noted. Event log history was performed and indicated that check syringe plunger sensor was recorded in history. During analysis, check syringe plunger sensor was found at power up. It was noted that dowel pin came loose from plunger head mount and was the cause of the reported issue. Service replaced dowel pin and plunger head mount to correct the reported issue. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be design.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited plunger error. No patient consequences were reported. No adverse effects were reported.